Event description:
The customer's father reported that the patient had no delivery alarm during basal/bolus/fixed prime. Customer's blood glcuose was 400 mg/dl. The customer take a corrections and is feeling fine. The customer was assisted in performing a 5 units fixed prime. Customer stated the insulin did exit. The troubleshooting was stopped at customer request. The customer was advised that the cause of no delivery alarm may have been an occlusion in the set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).